Event description:
The facility representative reported a colleague infusion pump in which the bottom half of the display is not working correctly. This condition was found during checkout of the device in the central supply area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00 - unremediated colleague.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which the bottom half of the display is not working correctly was confirmed, but not duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty main display. The main display was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.